Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 21-aug-2024, the product investigation was completed as the device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31274598l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and octaray mapping catheter on under conscious sedation. The patient experienced double vision. The adverse event is expected/anticipated. The outcome is unknown. The patient was given medication and referred to a stroke team. The patient was hospitalized from (B)(6) 2024. No char or steam pop was identified.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. 1) manufacturer report number 2029046-2024-02540 octaray mapping catheter. 2) manufacturer report number 2029046-2024-02539 for qdot micro¿ catheter. D4: UDI: the expiration date and manufacture date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-feb-2025, bwi received additional information regarding the event. The event's relationship to study devices (octaray, qdot, non bwi sheath) is possible, and the relationship to the index study procedure is also possible. The adverse event is expected/anticipated. The outcome is unknown. Intervention was medication and referral to stroke team at derby. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).